Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that the patient with this implantable cardioverter defibrillator (ICD) system implant was hospitalized after experiencing a syncopal episode. At this time, no additional adverse patient effects were reported. The ICD remains in service. No additional information provided at this time.